Event description:
The following has been reported: biomed reported: "will not recognize clamp.". Injury/adverse reaction: no. Active infusion stopped: yes. A preliminary review identified the following issue: mechanical hardware failure (av assembly) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for av sticky valve. The outlet pin of the fva was stuck and causing tubing set misloaded errors to occur. The device was opened to inspect for internal damage. The fva assembly was removed and a significant amount of dirt and debris was found on the outlet pin of the fva. The fva pins and their respective channels were cleaned using alcohol. The fva lip seals were also replaced during investigation. The device was put back together and an infusion was run. The device was able to complete an infusion without errors or alarms.